Event description:
Clinical report states deep infection possibly related to procedure and devices, no revision at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.